Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic with inflammation and swelling at the device implant site. The pacemaker, right atrial lead, and right ventricular lead were explanted on (B)(6) 2018. The patient was stable post-procedure. There was no allegation of the device, leads, or implant procedure as primary source of infection.